Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned pump could not be confirmed as no imaging was provided and the patient remained ongoing on support at the time of the reported event. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient¿s log files were submitted and captured transient low flow events and one low flow hazard alarm. No other notable events or alarms were captured and the pump appeared to function as intended at the fixed speed. A 2nd set of log files, post software upgrade, was submitted. No low flow hazard alarms were captured and the pump appeared to function as intended at the fixed speed. The patient remained ongoing on (B)(6), until expiring on (B)(6) 2023 (refer to manufacturer reference number: 2916596-2023-05260). No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas instructions for use (IFU) and patient handbook address system alarms as well as the recommended actions associated with them. The patient handbook further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that the patient had a pump malposition with low flow alarms occurring with position changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files revealed persistent pulsatility index (pi) events along with low flow alarms. The log file also captured system controller clock change from (B)(6) 2023 07:22 to (B)(6) 2023 16:38. The patient was presented with worsening heart failure which required aggressive diuresis. During the admission, the patient had a gastrointestinal (gi) bleed and had required multiple units of red blood cells. The plan of care was for the patient to get sent home on a continuous milrinone infusion. The patient is a do not resuscitate (dnr) and do not intubate (dni). The patient's hemoglobin/hematocrit (h/h) during these episodes was 6.3/20.7. The patient received blood products. Low flow software was requested. The patient continued to require blood transfusion and the bleeding seemed to slow. The patient refused gi work up.